Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not calculating recommended bolus dose correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 11:02am. No activity outside normal use was observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A 10unit normal bolus and a 10unit audio bolus were successfully programmed and delivered and both were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation. (B)(4).